Event description:
It was reported the patient presented to the emergency department for further evaluation of possible driveline infection site on (B)(6) 2019. The patient was afebrile with tenderness to palpation around the driveline site with a small amount of erythema. Erythema was noted to be concerning for a developing cellulitis/driveline site infection. Noted the patient started on vancomycin and zosyn for broad spectrum antibiotic coverage. Blood cultures and labs were drawn. A ultrasound was done and showed trace fluid surrounding the visualized catheter. An abdominal computed tomography (CT) with contrast was significant for fluid and edema with the right abdominal wall tracking along the driveline with edema and inflammation in the overlying subcutaneous fat. Infectious disease (ID) recommended to change medication regimen of vancomycin, cefepime, and flagyl until antibiotic sensitivities were done. Patient was then transitioned to cefepime 2 g IV every 12 hours and would be discharged home with 28 days of antibiotic therapy. Patient was discharged home on (B)(6) 2019 afebrile with stable vital signs and will follow up with ID as a outpatient for suppression of IV antibiotics when therapy is complete.

Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6)clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had a driveline infection. Enterobacter cloacea was noted as the infection type. The patient had redness, drainage, and pain. Patient was treated with intravenous (IV) antibiotics. Patient was discharged home on IV antibiotics. It was noted that the patient is listed for heart transplant. No additional information was provided.